Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, the pump touchscreen timed off sooner than expected. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.